Event description:
Patient reported right breast implant rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, g1, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right breast implant rupture. The device remains implanted.